Event description:
Reporter alleged obtaining a discrepant blood glucose result of 163 mg/dl back to back with a result of 72 mg/dl on the compact plus system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product sent.

Manufacturer narrative:
This medwatch report is for one possible suspect device used (lot number 20679241, expiration date 06/30/2009) as the customer is unsure which device the discrepant results were obtained on. Reference medwatch report with a1 patient for the other possible suspect device used.